Manufacturer narrative:
A supplemental MDR is being submitted for imaging evaluation results. Images were submitted for review. The following observations and impression were made by an edwards physician proctor. Massive av calcification with need for multiple careful balloon valvuloplasty (bav¿s). The calcium chunk appeared to move outwards causing a perforation. Leakage noted with contrast requiring surgical intervention.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of imaging review. The section h10 (narrative text) of this report has been updated. Images were submitted for review. The following observations and impression were made by an edwards physician proctor for this procedure imaging review: sapien 3 26 mm valve implantation with good result, no pvl, no contrast extravasate was observed. The observations that were previously reported "massive av calcification with need for multiple careful balloon valvuloplasty (bav's). The calcium chunk appeared to move outwards causing a perforation leakage noted with contrast requiring surgical intervention" does not pertain to this reported event and are being redacted from this MDR.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, per report procedural factors (manipulation/angle of the delivery system) and patient factors (annular circumferential calcification) contributed to the aortic dissection. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, post implant of a 26mm sapien 3 ultra valve in the aortic position, a pericardial effusion was noted on echo. A pericardiocentesis was performed and a dissection at the entry portion of the ncc, extending into the myocardium (exit point) was observed. It was confirmed the dissection occurred during the tavi procedure and was surgically repaired. The patient is slowly recovering with stable neurological status. Per report, the calcification and angle of insertion both contributed to difficulty in crossing the annulus with the valve. As reported, 1ml of volume was removed from the inflation device due to procedural factors (original sizing area of 450mm2). The annulus was re-measured at 398mm2. There was circumferential calcification affecting the mitral annulus and extending in to the lvot. The non-coronary cusp and native annulus was severely (bulky) calcified.